Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing by a third party lab. The physical device evaluation has not yet been started. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during routine microbiological testing of the subject device, the channels tested positive for escherichia coli and klebsiella pneumoniae. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: added additional component code, medical device problem code and type of investigation. This report is being supplemented to provide additional information based on the device evaluation and independent laboratory culture testing. The device evaluation found foreign material at the distal end of the biopsy channel. The glue on the bending section cover was cracked, the paint was peeling off both the air/water and suction cylinder nuts, a scratched universal cord, damaged housing on the plug unit and the angulation was less than specification. The independent microbial culturing identified no microorganisms on the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The device was evaluated and an additional reportable malfunction was identified. Foreign material was found at the distal end of the biopsy channel, which had been attributed to insufficient cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the additional malfunction found at evaluation a root cause could not be determined however, it is likely that the users reprocessing method differed from that of the device IFU. The following is included in the device IFU: "all channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." "If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.